Event description:
Patient reported right side capsular contracture, baker grade unknown,exchange of textured device to smooth, and "pain and migraines" not related to the device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture, baker grade unknown,exchange of textured device to smooth, and "pain and migraines" not related to the device. Device was explanted. Healthcare professional later confirmed capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Manufacturer of the device is unknown. Device remains implanted.